Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the entering the foreign materials into the air/water nozzle when the reprocessing due to the inadequate cleaning by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the air/water nozzle was clogged. Olympus (B)(6) checked the subject device and found that the reported phenomenon could not be confirmed. There was no report of patient injury associated with the event.